Event description:
It was reported that the handpiece overheats. There were no reports of any patient involvement, and no adverse consequences were reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was rough bearings, which were replaced along with other components. Service repaired and returned the device to the customer.